Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received suspected inappropriate high-voltage therapy for atrial fibrillation (af) with rapid ventricular response, as the cardiac resynchronization therapy defibrillator (crt-d) was initially withholding therapy for supra ventricular tachycardia (svt)-atrial fibrillation (af) and then detected svt with ventricular fibrillation (vf) and delivered a shock. It was noted that the right ventricular (rv) lead had also exhibited a high pacing threshold. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.